Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.